Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had surgery to revise the extension on (B)(6). When the surgeon opened the pocket, they found the damaged extension had broken off inside the implantable neurostimulator (ins) so they explanted both the extension and ins. The surgeon replaced the ins and extension and requested analysis of the device.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 14-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the physician went to replace the ins and the patient had high impedance on the left contact 3. When he removed the extension from the battery for replacement, there was a break between contact 2 and 3. He was not able to insert it into the new battery. He used a port plug for the back port and capped off the damaged extension. The patient was going to be planned for future revision with her managing physician.